Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during peritoneal dialysis therapy. The technical service representative (tsr) determined that the patient disconnected prior to the alarm and did not use proper disconnect technique. The tsr assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.